Manufacturer narrative:
The reported events were lead dislodgement, failure to advance guidewire, and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to advance guidewire was confirmed. A visual examination was performed and blood was found in the inner coil throughout the lead and the distal tip at the s-curve region was clogged with blood/body fluids. Also, the visual examination revealed the obstruction/restriction at the distal region of the lead. The cause of the reported event of failure to advance guidewire was due to the inner coil clogged with blood/body fluids while the reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the left ventricular lead was found to be dislodged and exhibited failure to capture. During the repositioning procedure by the physician, the guidewire failed to advance in the left ventricular lead. The dislodgement was confirmed through an x-ray examination. The left ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.